Event description:
It was reported that the right atrial (ra) lead experienced a lead fracture and a laser extraction was planned. It was noted that the pocket area was twitching as it was paced prior to the procedure. Since the sensed r-wave was high and t-wave oversensing (twos) was present at the increase of the rate, it was determined to extract the right ventricular (rv) lead as well. A laser extraction was attempted, however unsuccessful due to adhesion and heavy bleeding, therefore the extraction was abandoned and the leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d164awg ICD, implanted: (B)(6) 2008. (B)(4).